Event description:
It was reported that the caller's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller through several troubleshooting steps, none of which resolved the issue, resulting in a decision to replace the pump. The pump was confirmed to be under warranty, and a replacement with updated software was sent to the caller. The caller was advised to use a backup insulin pump and was instructed on returning the defective pump to avoid charges. The caller understood the instructions and acknowledged the necessary steps to program and connect their replacement pump.